Event description:
On (B)(4) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a week prior to contacting lfs. The patient does not take medications to manage her diabetes. It is not known if the patient made changes to her usual management routine at the time of the alleged issue. A couple days prior to the start of the alleged issue, the patient claims her "sugar went low". Symptoms were not specified. The patient reportedly took more food and/ or drink. For reasons not clear, on (B)(6) 2013, after the start of the alleged issue, the patient reportedly went to the emergency room (ER) and was administered intravenous (IV) fluids as treatment. The patient's blood glucose was tested on the ER/ hospital meter. Results were not specified; however, the patient alleged her "sugar was alright". At the time of troubleshooting, the cca noted the correct test strips were being used for testing. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.